Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. The leak was observed after the bags were filled with medicine before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 28, 2023 and may 30, 2023. H11: three (3) devices and a video of the sample were provided for evaluation. Visual inspection of the video observed a leak. However, visual inspection of the actual samples did not show any abnormalities that could have contributed to the reported condition. A functional leak testing was performed and leak was observed between the spike port tubing and spike port connector. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.